Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU and pm include a reference guide and warning that lvad pump candidates often possess several risk factors such as infection. As per IFU and pm in order to minimize the risk of infection, driveline exit site dressings should be changed daily. IFU and pm further state that routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Proper pump driveline and exit site care are outlined in IFU and pm. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported infection; however, lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to infection. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was stated by the site that the patient was admitted for low inr and started itching at exit site dressing which eventually exposed her driveline. Copious drainage at exit site, tested (B)(6). Patient was having pain about 8 inches up abdomen along driveline. It was stated that IV vancomycin was started and as of (B)(6) 2015 patient was still draining at exit site. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
A report was received that a patient was admitted to hospital on (B)(6) 2015 with a subtherapeutic international normalized ratio (inr). During this admission, the patient is reported to have started itching at the driveline (dl) exit site dressing and eventually un-doing the adhesive and exposing the dl exit site. The patient reported having pain approximately eight inches up the abdomen along the tract of the dl. Copious amounts of drainage was noted to be coming from the dl exit site. Cultures proved to be positive for (B)(6). The patient was treated with intravenous (IV) antibiotics. The site further reported that the patient was still having drainage coming from the exit site on (B)(6) 2015 and placed a wound vac over the site. By the next day, on (B)(6) 2015, the patient's abdominal pain was reported to be better and the drainage from the dl exit site was scant and the patient was discharged home on IV antibiotics. The patient is reported to have still been on IV antibiotics on (B)(6) 2015. During an outpatient visit on (B)(6) 2015, the patient reported stopping his/her prescribed aspirin since the patient felt that it was the cause of his/her headaches. The patient was re-admitted in (B)(6) 2016 with an ascending dl tract infection. The infection is reported to have ascended at least one inch up the dl tract. On (B)(6) 2016, the patient underwent a surgical procedure to excise a large pus pocket in her abdomen and relocate the dl about four inches superior to the original dl exit site (right next to her lowest rib). Post-operatively, the dl velour was reported to be exposed outside of the patient's skin. On (B)(6) 2016, the patient was returned to the operating room for a washout procedure. The site reported that the patient's dl infection was "self-induced" and they were not sure about whether to exchange the pump. The patient was further reported to have some degree of psychosis and was putting her hands all over the dl exit site. They noted that the patient's cultures were positive for (B)(6) and that the panel reactive antibody (pra) was 94% and were not sure when it would improve. The patient was discharged on (B)(6) 2016 with a wound vac applied to the area. The patient was re-admitted on (B)(6) 2016, to address her peripherally-inserted central catheter (PICC). The site noted that new drainage was coming from the dl exit site with the wound vac still in place. The plan at this point was to have the patient return on a weekly basis for IV antibiotic therapy. The site reported that the patient remained hospitalized as of (B)(6) 2016 due to issue related to insurance coverage. The patient was re-admitted on (B)(6) 2016 when the site learned that the patient had run out of medications. Laboratory findings included a subtherapeutic inr. By (B)(6) 2016, the patient was reported to be in the stepdown unit on argatroban. The patient's dl exit site is reported to have looked "bad" at this point with an infection pocket nearby. The exit site was also reported to have been bleeding requiring treatment with cautery. On (B)(6) 2016, the patient was re-admitted with the abdominal pain near the dl exit site and the ongoing ascending dl exit site infection. The patient underwent surgical debridement of the dl exit site with the placement of antibiotic beads on (B)(6) 2016. The site further reported that the patient's IV antibiotics had included ceftriaxone, ceftaroline and doxycycline at various times. The patient was seen in clinic on (B)(6) 2016. The dl exit site was reported to look "much better" at that time and was currently on oral antibiotics. The patient was seen on (B)(6) 2016 and the options for the treatment of the ongoing dl exit site infection were discussed. The patient opted out of another surgical procedure and opted for oral antibiotics. The patient was re-admitted to hospital on (B)(6) 2017 with fever and chills. Blood cultures were drawn and proved to be (B)(6) rods. The patient was treated with oral vancomycin and zosyn. The zosyn was discontinued at a later point and the patient transitioned to IV daptomycin. The patient was again re-admitted with increasing abdominal pain at the dl exit site. The patient was treated with surgical re-tunneling of the dl on (B)(6) 2017. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.